Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient serious injury or death was reported related to this event.